Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced iesu due to error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors. No errors were found in the logs. However, during testing, the unit displayed an error at startup, and the iesu logs recorded code. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, a nurse contacted intuitive surgical, inc. (Isi) to report an intermittent integrated electrosurgical unit (iesu) error. Due to the frequency of the error, the site would attempt to swap in a spare generator. The procedure was completing as planned, and no patient injury was reported.